Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump did not alert when the battery was low, and shut off unexpectedly. The customer's blood glucose at the time of the event was 7.2 mmol/l, the insulin pump did not come back on after several battery replacements until a new double a lithium battery was used. The pump history did not contain any low battery alarms. The insulin pump will not be returned for analysis.